Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 03/08/2012. The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. If it is explanted in the future. The surgery has not occurred and is not scheduled at this time, so allergan has not received the device nor performed analysis at this time.

Event description:
Pt reported an alleged "leak", loss of restriction and weight gain. The pt reported when the physician inserted the needle to add fluid, the needle didn't pop back out as usual when finished, as if there was no pressure. The pt stated this indicated the saline drained out immediately as it was injected, possibly from a leak. No diagnostic testing has been performed to confirm the leak. The device remains implanted and explant surgery is not scheduled. F/u findings: health professional reported that the doctor accessed the pt's port and it is "not holding saline." The doctor suspects a "tubing disconnect." No diagnostic testing has been conducted. Health professional confirmed that the device has not been explanted and no surgery is scheduled at this time. It was reported that the pt is not complaint with the surgeons dietary guidelines. The physician believes the leak and inadequate weight loss are device related.